Event description:
It was reported that there was a spike in or high pacing impedance in the right ventricular lead, which was reported to have decreased back to normal trending. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4470 competitor implantable pacing lead. (B)(4).